Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart error. The customer blood glucose level was 123 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No rewind anomaly and general - unexpected restart alarm noted.